Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2021 when referring to the surgical technique the images in the op tech show the assembly of the nail with the ¿right¿ on the insertion handle, right showing on the nail, and right on the aiming arm to show that everything has been put together properly. However, the same does not apply for the left on the nail and the nail can only on the handle one way. It is questioned whether the left sign is writing on the wrong side. There was no surgical delay and no patient impact. No medical intervention was required and the surgery was completed successfully by using the nail. This report is for one (1) unknown insertion handle. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown insertion handle/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product single photograph. Examination of the provided image found the nail appears to be correctly attached to the insertion handle. There is no claim of problems with the fit of the nail in the canal or difficulty with drilling or inserting the proximal locking screws. Such complications are indicative of a mismatch between instrumentation and the implant. It is possible that the subject nail was incorrectly marked left when it was in fact a right nail. The investigation can not confirm the reported event. This conclusion is based on an analysis by senior group manager, teca sustaining engineering frank wilson (email attached). A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.